Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for motor error during the prime process. The alarm could not be cleared. Blood glucose reading was 250 mg/dl. No significant events noted prior to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.